Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 25. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.